Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a distorted cycler screen during pd treatment. The screen was flashing and had multi-colored lines. After rebooting the cycler, the screen returned to normal, but a fluid leak was discovered from an unknown location during power up. Fluid was not discovered in the pump module area or on the external of the cassette. The patient stated she did not check due to the late hour. There were no alarms or warnings prior to or after the leak. The patient reverted to alternate treatment. Upon follow up, the pd registered nurse (pdrn) stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn reported that the patient has been able to complete treatments since the day of the reported event with no issues. Upon further follow up, the patient reported that the fluid leak occurred from an unknown location during treatment. The patient confirmed that the solution bag did not leak because she placed it in the sink and it remained full without leaking. The patient also verified that there was no fluid in or around the cycler itself. The cause of the leak was unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment the following day. The patient is continuing with peritoneal dialysis on the cycler without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.